Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. It passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose at the time of the incident was 269 mg/dl, had not treated yet, but had manual injections. The customer stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The device was returned for analysis.